Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 481 mg/dl. The customer was declined to troubleshoot for high blood glucose level. The customer was treated with bolus. The customer reported that the insulin pump had hardware low level failures. The customer reported that they were able to clear the alarms and able to rewind the insulin pump. Customer also stated that self test was failed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. No unexpected alarms noted during testing. Hardware low level failures confirmed in pump history with variable (003) due to broken trace at pin 1 (vdd) and pin 6 (sda) on keypad assembly.